Event description:
It was reported that there was early battery depletion. The battery lasted less than 5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-45 implantable pacing lead 2008 (B)(6); 4074-52 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.